Event description:
After patient was intubated, a hair was found on the field in an item that was in the sterile pack. Md notified, management notified, new set-up opened for the case. Rep notified on [redacted]. Manufacturer response for sterile pack, gh flap pack (per site reporter). Notified rep on [redacted] and rep opened a quality complaint.